Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were hospitalization due to low blood glucose on unknown date. Blood glucose reading was 36 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer does not use auto mode at the time of low blood glucose. Customer allege pump was over delivering because continues glucose monitoring system was not working properly. The insulin pump will be returned for analysis.